Event description:
It was reported that patient was seen at the clinic by the health care provider on the day of this call and reported a loss of therapeutic effect. It was noted that over the last couple of weeks, patient had an increase in her urgency and frequency symptoms and not feeling stimulation. The patient went to increase her stimulation using her patient programmer (pp) and found that her stimulation was off. It was noted that a couple of times over the past couple of weeks (that patient lost stim sensation and found her implantable neurostimulator (ins) to be off). It was reviewed that patient could have accidentally shut stimulation off, but it was unclear if this was occurring. At the clinic patient had normal impedances, and remaining battery life of 24-40 months. The patient had not been in any stores since this started occurring. The health care provider changed patient¿s program on the day of this call and was going to follow-up with patient to see how she was doing. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID 3093-28, lot# v704187, implanted: (B)(6) 2011, product type: lead. (B)(4).